Event description:
Caller reported inform ii patient blood glucose results: 1:48 pm result 437 mg/dl meter capillary 1:50 pm result 197 mg/dl meter capillary 2:00 pm result 125 mg/dl lab. The patient was treated based upon the lab result of 125 mg/dl. The patient received two units of insulin. Caller reported a separate comparison of inform ii patient blood glucose results taken the next day: 9:52 pm result 479 capillary meter 9:55 pm result 162 capillary meter the patient was treated based off of the 162. The patient received two units of insulin. Strips are not available for return. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.